Manufacturer narrative:
The device will not be returned for evaluation. Therefore, root cause can not be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that transducer fault occurred during use on a patient on the vela ventilator. The customer reported the patient was transferred to another ventilator. The customer confirmed there was no patient harm associated with the reported event.